Event description:
A customer reported to baxter corporate product surveillance a 300 ml large volume infusor devices in which 30-50 ml was left after the 24 hour therapy. According to the report, the facility switched from the cadd infusion pump to the infusor devices a little more than a month ago. The facility did not initially receive any reports from home patients of solution being left in the infusor after therapy. During a visit with a patient, a nurse observed that there was still medication left in the infusor after the 24 hour normal delivery time. The nurse estimated that 30-50 ml of solution was left over. The facility indicated that they then began asking all patients if they were experiencing similar issues. The reporter indicated that almost all patients stated solution (between 30-50 ml) was left in the infusor after therapy. The facility could not provide an exact amount of occurrences, but indicated they are certain of four. The facility also indicated that one patient experienced a prolonged fever, and the patient's doctor removed them from using infusors. The facility indicated that nafcillin is the only medication given in the infusors, so in all cases nafcillin was being administered. There were no additional reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. The sample was received with 50 ml of drug fluid in the bladder. Upon receipt, visual inspection of the sample noted excessive white drug precipitate inside the bladder and the delivery tubing. A functional test was subsequently performed on the sample. As a result, the flow rate obtained from the sample was 1.21 ml/hr. The flow rate was found to be not within the specification range of the product ((B)(4)). Therefore, the reported condition was confirmed. The assignable root cause was attributed to excessive drug precipitate deposited inside the bladder and the delivery tubing. A batch review was performed on the reported lot with no deviations found.